Event description:
Event: pt in the hospital for throat tumors. Freq: swish and expel or swallow 5-10 ml 4 to 6 times daily as prescribed for the management of oral mucositis. Prescriber contact info: (B)(6).